Event description:
The customer reported a ventilator that failed a keyboard test, as exhibited by diagnostic code 3153. The event was reported to have occurred during clinical use. There was no report of patient or user harm.